Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The field service engineer (fse) inspected the system onsite and found c-arm movement issue. The fse checked the system and found that the c-arm couldn't move due to the switch problem. The fse replaced ethernet switch to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm movement was not functioning. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.